Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, the cause of the non-reproducible false positive troponin I patient result cannot be determined with the supplied information.

Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. An initial result of 0.533 ng/ml was released out of the laboratory and questioned by the physician. Subsequent testing of the sample in duplicate, on the same instrument, produced lower results of 0.028 ng/ml (un-centrifuged sample) and 0.020 ng/ml (centrifuged aliquot), both within the normal reference range. The physician requested the sample be analyzed through an alternate methodology which produced a negative result of <0.02 ng/ml. The retest result of 0.028 ng/ml was issued to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. The sample was clear in appearance and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. The sample was analyzed through the primary tube. The customer indicated quality control (qc), calibration, and system check results were within specifications. No system issues were noted. The instrument was in operation.